Event description:
It was reported that during a bariatric procedure (sleeve gastrectomy) on the second firing of the echelon powered stapler, the staple line malformed 2 rows on the left size and the scalpel broke the plastic cartridge on left side. All the staples in these two rows remained open. The surgeon had to manually suture the gastric tissue. Photos are available. Surgery was delayed 30 minutes. The procedure was completed successfully. The patient's condition is good but they are under observation.

Manufacturer narrative:
(B)(4). Batch # 272a69 date of event: date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Additional information: this is an analysis of a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: upon visual inspection of the photo provided a device jaws were observed inside of the body cavity. The staples were observed to be properly applied. The right side was observed with the three staple lines applied in the tissue and the left side was observed with one staple line applied. Based on the photo the event described could not be confirmed. However, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage with an ecr60g reload loaded in the device. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/4. Upon evaluation of the reload, the reload body, one piece sled and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The damage to the one piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 7/21/2022 h6 health effect impact code